Event description:
The customer reported having replaced the breath delivery unit (bdu) printed circuit board (pcb) due to loss of bd communication failure. The covidien service engineer uploaded the latest version of the operational software. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien was not authorized to service the device.